Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A picture was received for the evaluation. Based on the picture, it is not possible to confirm the reported condition. No physical sample has been received for the evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer initially reported that the product has a broken connector. Additional information was provided stating that the product leaked.